Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision global cap performed on (B)(6) 2015 at (B)(6). Patient presented to surgeon with pain in shoulder. On arthroscopic evaluation the glenoid was observed to be loose. Revision surgery was performed to replace glenoid component. Operation performed: removal of global cap prosthesis and insertion of global ap stem and head and synthes epoca metal back glenoid. Date of primary surgery and product details of items removed to follow. X-rays not available. Patient did not give consent. Operation notes not available. Surgeon did not give consent. Removed implant was discarded as per hospital protocol.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4)

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.